Event description:
Boston scientific crm received info that this implantable right arial (ra) pace/sense lead was undersensing and had loss of capture. A possible dislodgement was suspected, but no intervention had been performed. To date, there have been no adverse pt effects reported. On 9/3/09, despite boston scientific's event stating that no intervention had been performed, the lead has been returned without an explant date and no other info.